Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the unicel dxi 800 access immunoassay system for one patient. Customer tested a patient sample for accu tni and obtained a result of 0.71ng/ml. This sample when re-tested at a later time gave a result of 0.27 ng/ml. Another sample obtained from this patient gave a result of 0.76 ng/ml and a repeat result of 0.16 ng/ml. A third sample from this patient was tested on a different instrument in the customer's lab and gave a result of 0.55 ng/ml and repeated as 0.42 ng/ml. A fourth sample tested on a third instrument gave a result of 0.92 ng/ml and repeat results of 0.92 ng/ml and 0.09 ng/ml. Erroneous results were reported outside the laboratory. The customer has not received report of patient injury requiring medical intervention or change to patient treatment is attributed or connected with this event.

Manufacturer narrative:
The samples are lithium heparin plasma, centrifuged for 7 minutes. Qc is run daily and was within specs. System checks are within specs. A field service engineer (fse) was on site in 2008 and performed hardware verification testing on the instrument. The fse did not note any issues that may have contributed to this event. All verification testing passed within specs. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.